Manufacturer narrative:
The initial report indicated the affected meter as contour next link. The actual meter in question for this event is contour link. Updated with the correct product information. The customer returned the suspected contour link meter (serial # (B)(6)). The data from the returned meter was reviewed and the customer's alleged missing readings were found in the meter's memory. Updated with the device serial # and device manufacture date respectively.

Event description:
The customer reported that their blood glucose readings were not being stored in the memory of the contour link meter.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Event date was captured as (B)(6) 2019 i.e. The date when customer notified ascensia about the event, since the customer did not provide the exact event date. Serial # was left blank, since the serial # provided by the customer for contour next link meter is incorrect. Since the serial # for the meter was incorrect, the device manufacture date could not be determined.

Event description:
The customer reported that their blood glucose readings were not being stored in the memory of the contour next link meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.